Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing dialysis due to an infection. Upon follow-up, the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the infection and switched to in-center hemodialysis (hd). Attempts to obtain additional information related to the infection were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if the patient was utilizing fresenius product(s) at the time of the diagnosis. There is no allegation of a device malfunction or deficiency reported for this event.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. The cycler underwent and passed a system air leak test, and a valve actuation test. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing dialysis due to an infection. Upon follow-up, the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the infection and switched to in-center hemodialysis (hd). During further follow up, the pd nurse (pdrn) reported the patient was hospitalized on an unknown date with an unknown diagnosis. The pdrn could not confirm if the patient had an infection or peritonitis or another diagnosis. The pdrn stated that if the patient did have an infection that it was unlikely caused by a breach in technique due to the family members/caregivers being impeccable with following proper pd technique. No further information was provided nor available. Prior follow-up with the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the reported infection and switched to in-center hemodialysis (hd). Attempts to obtain additional information related to the infection were unsuccessful. It remains unknown what type of infection the patient was diagnosed with or if the patient was utilizing fresenius product(s) at the time of the diagnosis. There is still no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing dialysis due to an infection. Upon follow-up, the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the infection and switched to in-center hemodialysis (hd). During further follow up, the pd nurse (pdrn) reported the patient was hospitalized on an unknown date with an unknown diagnosis. The pdrn could not confirm if the patient had an infection or peritonitis or another diagnosis. The pdrn stated that if the patient did have an infection that it was unlikely caused by a breach in technique due to the family members/caregivers being impeccable with following proper pd technique. No further information was provided nor available. Prior follow-up with the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the reported infection and switched to in-center hemodialysis (hd). Attempts to obtain additional information related to the infection were unsuccessful. It remains unknown what type of infection the patient was diagnosed with or if the patient was utilizing fresenius product(s) at the time of the diagnosis. There is still no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing dialysis due to an infection. Upon follow-up, the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the infection and switched to in-center hemodialysis (hd). Attempts to obtain additional information related to the infection were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if the patient was utilizing fresenius product(s) at the time of the diagnosis. There is no allegation of a device malfunction or deficiency reported for this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: h8 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is no longer doing dialysis due to an infection. Upon follow-up, the patient¿s pd clinic documented that the patient discontinued pd after diagnosis of the infection and switched to in-center hemodialysis (hd). Attempts to obtain additional information related to the infection were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if the patient was utilizing fresenius product(s) at the time of the diagnosis. There is no allegation of a device malfunction or deficiency reported for this event.